Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0134 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0134) have been reported from the same facility in (B)(6).

Event description:
It was reported that fluid was leaked from y-site connector during infusion. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an infusion set leak was confirmed. One 22 ga x 0.75 in safestep infusion set was returned for investigation. Evidence of use was present within the device. The sample was flushed and pressurized with water using a 12 ml syringe through the proximal luer connector. A bead of water was observed to form at the blue valve. A continuous leak was not observed. Since a bead of fluid was observed to form and leak from the blue valve, the complaint is confirmed. The product instructions for use (IFU) provide information which provides possible contributing factors. The IFU states, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." A lot history review (lhr) of asdss0134 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0134) have been reported from the same facility in japan.

Event description:
It was reported that fluid was leaked from y-site connector during infusion. No patient harm reported.